Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the m-lncs adtx sensor was reading 60% spo2 were blood gas showed normal 98% sao2. The ICU staff changed the sensor and it showed the same thing. After changing the cable, the spo2 reading confirmed the sao2. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.